Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a several no delivery alarms and a high blood glucose level. The customer's blood glucose level was 491 mg/dl. The customer treated with a manual injection. Through troubleshooting the customer found that the set and reservoir were occluded. The customer was advised that the devices would be replaced, and was informed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.